Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor over infused. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). The solution being infused was fluorouracil (6696mg). The expected infusion time was 48 hours. Should additional relevant information become available, a supplemental report will be submitted.